Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the double air hose was received on an unknown date in (B)(6) 2011, used one or two times, and then on an unknown date it was found that it leaks gas. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device history record reports the complaint to be indeterminate, the manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the USA. A request for the device history review for this lot has been made. The investigation of the device found that the machine coupling is leaking. A bit of the used teflon tape to wrap the thread became pinched between the seal and the coupling body. This condition was not detected during the final control. As we are not aware of any other similar complaints related to this article and lot number we consider this complaint to be an isolated event.